Event description:
Brushhead breaks during use (device breakage). No adverse effect. Case description: a female consumer reported the last couple of oral-b brushheads, version unknown broke while using with an oral-b rechargeable toothbrush, version unknown. The case outcome was no symptoms.

Manufacturer narrative:
A lot number or product was not provided by the reporter therefore unable to proceed with lot check/batch retain testing.